Event description:
Per the clinic, the patient experienced a sudden loss of device functionality. The implanted device remains. Explant and reimplantation is planned but had not taken place at the time of this report (B)(6), 2010.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2011; it is unknown if the patient was reimplanted with a new device. This report is filed (B)(4) 2012.